Event description:
It was reported that the customer was hospitalized on (B)(6) 2022 as they were experiencing high blood glucose level of 38 mmol/l, 25 mmol/l and 28 mmol/l which was treated by intravenous. Customer was experiencing vomiting, abdominal discomfort and diarrhea. Customer was not aware of how to turn off insulin pump. Customer was unable to do troubleshooting for high blood glucose level. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.